Event description:
The customer observed biased quality control fluid results for total b-hcg and ckmb. The investigation determined this event to be consistent with a malfunction which could cause false negative ckmb and total b-hcg pt results to be reported. There was no report of pt harm as a result of this event.